Manufacturer narrative:
Per -328 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No adverse event reported. The malfunction of this device was identified in the healthcare facility sterile services department and thus no patient was involved. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. This device conformed to material and dimensional specification. Corin have previously been made aware of this failure mode with this device and thus a project has been initiated to research a new design for this instrument, including a new thread. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer / impactor handle is broken. The broken thread was identified in the healthcare facility sterile services department and thus no patient was involved.